Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the procedure was performed under general anesthesia and involved open laparoscopy with placement of trocars. Identification of a medial subumbilical eventration with a neck less than 2 cm and no other associated parietal lesion, placement of a 12 cm composite prosthesis with the collagen side against the visceral plane and fixation using absorbable staples, followed by trocar removal, exsufflation, aponeurotic closure, and skin closure. After a surgical repair of a subumbilical median eventration, the patient experienced persistent stomach pain with additional reported conditions including asthenia, functional colonopathy and diffuse pain.